Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a ppfx case, the team encountered a problem while connecting a gt ring to the ppfx standard plate. Hospital staff confirmed that they had attempted to use two small gt rings with two nine-hole plates, but on both occasions, they were unable to attach the gt ring to the plate successfully. This issue caused a delay to the operation and resulted in two plates and their attachments being written off. There was no patient consequence.